Event description:
It was reported that the patient experienced infection with the inflatable penile prosthesis (ipp) caused by bacteria or fungus. The ipp pump was removed. No other patient complications were reported in relation to this event.

Manufacturer narrative:
Supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 01:13 pm CT.the report number is being corrected from: 2183959-2018-61761to: 2183959-2018-61252.

Event description:
It was reported that the patient experienced infection with the inflatable penile prosthesis (ipp). The ipp pump was removed. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.